Manufacturer narrative:
H10: internal complaint reference number:(B)(4).

Event description:
It was reported that during an arthroscopy, the t1 implant of the fast-fix 360 was not attached to suture, it slipped. No surgical delay was reported; however, it is unknown how the procedure was completed. No further complications were reported. No further information available.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.